Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on patient's behalf to report a hardware error code displayed on receiver on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. Performed a charge and boot test and passed. A functional test was performed and passed. The receiver data log was reviewed and firmware "err126" error was observed. The reported event of a firmware error was confirmed. A root cause could not be determined.